Event description:
The accounts engineer stated when the pt positioning monitor (ppm) alarms; it does not send a call to the nurses' station. The normal nurse call works from the siderails.

Manufacturer narrative:
Repairs have not been completed.